Manufacturer narrative:
The reported event could be confirmed, since the returned devices are confirmed broken. The device inspection revealed the following: the devices were returned broken. The breakage point at both screwdriver blade tip and screwdriver blade residue on both devices reveal rough surfaces consistent with instant breakage due to excess load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by not adhering to the directive of the optech with respect to use of the torque limiter during screw insertion to prevent over-torquing of screws. If any further information is provided, the complaint report will be updated.

Event description:
It was reported, during the operation with axsos, all proximal screws were inserted with locking screws. When the distal screws were attempted to insert, it was noticed that the position of the plate was deviated from the right position. Therefore, the proximal screws were attempted to remove in order to rotate the plate to the right position. However, two of the tips of the screwdrivers were damaged during the removal of the proximal screw. The damaged screwdriver tips were removed from the patient. Then, the plate was rotated to the right position without removing the screws, and the distal screws were inserted, and then complete the operation without problem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, during the operation with axsos, all proximal screws were inserted with locking screws. When the distal screws were attempted to insert, it was noticed that the position of the plate was deviated from the right position. Therefore, the proximal screws were attempted to remove in order to rotate the plate to the right position. However, two of the tips of the screwdrivers were damaged during the removal of the proximal screw. The damaged screwdriver tips were removed from the patient. Then, the plate was rotated to the right position without removing the screws, and the distal screws were inserted, and then complete the operation without problem.